Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Two depuy cement were used. It was also reported that the tibial tray was fallen into severe varus. The surgeon revised the tibial tray only, while the femur and patella are well fixed and retained. The patient claims that there was not an event that would explain why the tray collapsed on the tibia. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.